Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir on her insulin pump does not work. Customer does not recall any significant events leading to the error, except that the plunger on the reservoir cannot move. Customer's blood glucose was unknown at the time of incident. Troubleshooting indicated would send courtesy replacement. No further information was given.